Event description:
It was reported during in clinic follow up that the pacemaker displayed an overestimation of battery longevity. The device will continue to be monitored. The patient was stable and asymptomatic.